Event description:
Event verbatim [preferred term]. 2 small burns on her stomach/she saw burnt spots on her stomach [thermal burn], it peeled the skin off [skin exfoliation], I was sleeping while wearing the product [device use error]. Narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 31-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number w92744, expiration date jun2022) from (B)(6) 2020 for stomach cramps. Medical history included disability from an unknown date, and eczema from an unknown date. There were no concomitant medications. The patient experienced 2 small burns on her stomach/she saw burnt spots/it was burning on her stomach on (B)(6) 2020 with outcome of not recovered, it peeled the skin off on (B)(6) 2020 with outcome of not recovered and she was sleeping while wearing the product on (B)(6) 2020 with outcome of unknown. She wore the thermacare heatwrap for 8 hours and when she took it off there were 2 small burns on her stomach. She laid down on her stomach after she put it on, and when she got up it was like that. This wasn't the first time she has used them, but that this hasn't happened before. She has not spoken with her doctor. When she was bathing last night, she noticed the burns because it was burning. She put neosporin on it last night and twice today. She puts a lot on there each time, so she doesn't have to keep putting it on there. She threw the thermacare heatwrap away. She classified her skin tone as very light or fair. She has sensitive skin (in the sun it breaks her out into eczema around her neck). The color of the box was red and she has 3 patches left from that box. She hasn't used thermacare heatwrap in years, unknown if it was the same kind. The same problem/symptom was not experienced during previous use. She has not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She was sleeping while wearing thermacare heatwrap and she was laying on her stomach. She attached the adhesive to both her panties and her stomach. She did not engage in exercise while using the product (for example, running, bicycling). She did check her skin twice while wearing thermacare. She did not read the usage instructions on thermacare before she used the product. She wore the thermacare menstrual for 8 hours and when she took it off there were 2 small burns on her stomach. States that it peeled the skin off. She did not consult a healthcare professional for the problems. The patient's lab data included weight: 180-200 lbs (her weight keeps going up and down) on an unspecified date, and weight: almost at 200 lbs on an unspecified date. Action taken with thermacare heatwrap was unknown. Additional information received from product quality complaint (pqc) group included investigation results. After a review of the batch thermal records, the root cause category is non-assignable and complaint can not be confirmed as a manufacturing quality defect. The batch thermal results met all product release criteria. The consumer reported she experienced, two small burns on her stomach after using thermacare heat wrap for 8 hours. The cause of the consumers burns, after usage of thermacare heatwrap, is inconclusive since review of the records does not provide evidence to support a defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received. Follow-up (26aug2020): new information received from product quality complaints (pqc) group included: updated suspect product expiration date and provided product quality investigation results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
After a review of the batch thermal records, the root cause category is non-assignable and complaint can not be confirmed as a manufacturing quality defect. The batch thermal results met all product release criteria. The consumer reported she experienced, two small burns on her stomach after using thermacare heat wrap for 8 hours. The cause of the consumers burns, after usage of thermacare heatwrap, is inconclusive since review of the records does not provide evidence to support a defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received.

Event description:
2 small burns on her stomach/she saw burnt spots on her stomach [thermal burn], it peeled the skin off [skin exfoliation], I was sleeping while wearing the product [device use error], narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number w92744, expiration date jun2021, from (B)(6) 2020 for stomach cramps. Medical history included disability from an unknown date, and eczema from an unknown date. There were no concomitant medications. The patient experienced 2 small burns on her stomach/she saw burnt spots/it was burning on her stomach on (B)(6) 2020 with outcome of not recovered, it peeled the skin off on (B)(6) 2020 with outcome of not recovered and she was sleeping while wearing the product on (B)(6) 2020 with outcome of unknown. She wore the thermacare heatwrap for 8 hours and when she took it off there were 2 small burns on her stomach. She laid down on her stomach after she put it on, and when she got up it was like that. This wasn't the first time she has used them, but that this hasn't happened before. She has not spoken with her doctor. When she was bathing last night, she noticed the burns because it was burning. She put neosporin on it last night and twice today. She puts a lot on there each time, so she doesn't have to keep putting it on there. She threw the thermacare heatwrap away. She classified her skin tone as very light or fair. She has sensitive skin (in the sun it breaks her out into eczema around her neck). The color of the box was red and she has 3 patches left from that box. She hasn't used thermacare heatwrap in years, unknown if it was the same kind. The same problem/symptom was not experienced during previous use. She has not previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). She was sleeping while wearing thermacare heatwrap and she was laying on her stomach. She attached the adhesive to both her panties and her stomach. She did not engage in exercise while using the product (for example, running, bicycling). She did check her skin twice while wearing thermacare. She did not read the usage instructions on thermacare before she used the product. She wore the thermacare menstrual for 8 hours and when she took it off there were 2 small burns on her stomach. States that it peeled the skin off. She did not consult a healthcare professional for the problems. The patient's lab data included weight: (B)(6) (her weight keeps going up and down) on an unspecified date, and weight: almost at (B)(6) on an unspecified date. Action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available.